Event description:
It was reported that there appeared to be small glass-like particles found in the bone cement during the mixing process.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.